Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned through the implant patient registry that the subject device was explanted after an implant duration of four years and five months due to severe functional aortic stenosis secondary to patient prosthesis mismatch. The device functions well without any restriction of the leaflets. However, stenosis was identified with a mean gradient of 48. Patient also had a lot of pannus formation under valve; leaflets, appeared to move okay. The subject device was replaced with another edwards valve. There were no reported complications. Patient was discharged on post operative day six. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint."

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to be infected. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Correction to the device was not returned to edwards for evaluation, remove "as it remains implanted".